Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were experiencing mouth pain, and jaw locking. They also reported that they had some sort of fungus around their mouth that they had to get ointment for. No other information available.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.